Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced oversensing and delivered inappropriate shocks. The physician elected to implant a new lead system and ICD. No allegations were made against the function of the ICD, although the lead was believed to be fractured.